Event description:
Boston scientific received information that during routine replacement of this pacemaker, the set screws were unable to be loosened to remove the right ventricular (rv) lead from the header. The rv lead was cut and surgically abandoned and a new lead was implanted. The lead terminal pin was subsequently able to be removed from the header. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted body fluid contamination in the lead barrel. The proximal seal plug was noted to be missing from the device. The proximal set screw was found to be stuck in the up or counter clockwise direction. A portion of a hex wrench was found broke off flush with the top of the proximal set screw and was stuck in the hex hole of the set screw. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that the damage to the set screw was consistent with induced damage related to use of an incorrect torque wrench.